Manufacturer narrative:
Medical device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the device had to be maneuvered for the clip to detach from the catheter. No patient complications have been reported as a result to this event. No further information has been obtained despite good faith efforts.